Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath, medium. The carto vizigo¿ 8.5f bi-directional guiding sheath,medium, was exchanged and the procedure was continued. There was no patient consequence was reported. Additional information was received. The resistance they were having with the sheath occurred when they were trying to insert the dilator into the sheath. There was no physical damage on the sheath/dilator due to the resistance. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The needle dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. They were inserting the dilator into the sheath. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 the hemostatic valve was found dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 22-jul-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jun-2022. The device evaluation was completed on 22-jul-2022. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component and a bent on the dilator. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number and no internal action was found during the review. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). Manufacturer's reference number: (B)(4).